Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a keyboard failure. The field service engineer replaced keyboard, verify all keys communicating and rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard failure. The customer stated that the keyboard not working correctly. There were no adverse events or injuries reported based on this event.